Event description:
It was reported that the pump battery could not be charged and that the pump touch screen was blurry and unreadable. Customer¿s blood glucose level was "high" on cgm. The elevated bg was addressed with a manual dose injection. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.